Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES, the Bio ID scanner experienced delayed fingerprint authentication following a server and station upgrade to version 1.11. The scanner reportedly took up to 20 seconds to recognize fingerprints during user login, resulting in delays in accessing and removing stat medications.The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.